Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient has an inability to adjust stimulation on two programs. The patient reports no falls or trauma. An impedance check was done which shows contact #9 has >40 ohms. The patient called the rep and explained he could not increase his stimulation on programs b and c. The rep met the patient and was able to reprogram around contact 9 for both programs. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-apr-03 reporting that the cause was unknown. Reprogramming was performed without the particular contact which resolved the issue. No further action was performed. No further complications were reported.